Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
It was reported that during follow-up in clinic, improper device output was observed. An "hys" and "stim" marker were present on the real-time egm, even though hysteresis was programmed off, and the patient was paced at the base rate. Telemetry interference was suspected as the cause of the marker anomaly. It was confirmed that multiple emi sources were present during the device check. The patient's device will continue to be monitored.